Event description:
During a cadaver lab in (B)(6), the surgeon pinched his finger on the hinge of the device, resulting in a small cut.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. This device is not sold in the united states. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.